Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings:during investigation, the keypad cover was undamaged and all keypad buttons were responsive to user input. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions to the keypad flex connector. The unresponsive keypad complaint was unable to be duplicated during investigation.